Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-11313. Reported at complex cardiovascular therapeutics (cct) 2017 conference in (B)(6). It was reported the guidewire fractured causing a vessel perforation. Ablation was performed under abp support for the severely stenosed target lesion located in the calcified mid part of the coronary artery. Using 1.25mm burr over a rotawire floppy, ablation was performed at 160,000rpm for 22 seconds, 164,000rpm and at 200,000rpm after 34 seconds. When the eighth ablation was performed at 200,000rpm, the rotawire broke, and blood vessel perforation occurred due to inability to control the rotaburr. Hemostasis was performed with a balloon catheter, and a stent graft was placed. The broken portion of the rotawire was apposed to the blood vessel wall using a bare metal stent. The procedure was completed with the placement of a drug eluding stent (des) at the lesion. The abp was removed after a few days later, and the patient was discharged from the hospital.